Event description:
The customer contact reported the pt received less medication than intended. On (B) (6) 2010, at an unspecified time, the device was programmed at the user facility, in the intermittent mode in ml, to deliver penicillin g 2 million units/574 ml, with a dose amount of 90.33 ml, a 1 hour delivery time, every 4 hours, for a total of 6 doses, and a kvo rate of 0.5 ml/hr. No further pump programming parameters were provided. The customer contact reported that the pt was receiving therapy as an outpatient via a central line. After an unspecified length of time, the pt called the user facility to report that an unspecified number of doses had not started at the expected time. On (B) (6) 2010, at an unspecified time, the pt returned to the user facility. At that time, the customer contact reported an unspecified number of doses remained in the container instead of the expected empty container. The physician was notified and ordered the therapy for an add'l 6 doses. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported there was no change in medical condition. No medical intervention was required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.03 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml+/- 1 ml (+/- 5%). The pump history was downloaded at the mfg facility. A review of the pump history found there is no pump programming or pump activity for the reported event date of (B) (6) 2010 and (B) (6) 2010; therefore, the history cannot be utilized to evaluate the reported event. (B) (4)